Event description:
Pt had surgery on 10/9/96 for total knee replacement. Pca pump was initiated in rec room at 1400. 60 cc syringe of morphine 1mgm/cc was initiated with o loading dose. Continuous flow 2mgm/hr. Pt requested dose of 0.2 mgm. Lockout internal was 6 min. At 1600 4.3 mgm had infused with 4 injections and 4 attempts per pump controls. At 1640 the syringe was empty with 55.7 mgm infused in 40 min. The pump controls read 1.3 mgm infused at o attempts and o injections. Pt was groggy and lethargic. Pt received narcan 2 mgm ivp x 2 vital signs stabilized. No adverse outcome.